Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration, endoleak

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient was reported to have a conical neck. The patient tolerated the procedure. On (B)(6) 2020, the patient underwent emergent reintervention for a suspected rupture of the aneurysm. No rupture was identified however a proximal type I endoleak was determined due to approximately 3.5cm migration of the trunk component. Three aortic extender components were placed proximally to regain coverage. The patient tolerated the procedure, with good results and resolution of the endoleak.